Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was beeping with a low battery message. There was no pt involvement.